Event description:
It was reported that during use of a pump system infusing fluorouracil, there was residual medication left in the cassette when the pump noted all of the medication had been delivered. Per the reporter, the residual amounts were at least 10 percent and as high as 18.2 percent. The reporter stated that the clinic switched to using a 336ml bag instead of the cassette and the residual volumes were less than the 6 percent variance. No patient adverse effects were reported by the customer.

Manufacturer narrative:
Other text: d4: lot number and expiration date unavailable. H4: device manufacture date unavailable. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. D3, g1,g2 email is: (B)(6).